Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus had an error message, "self-test failed". The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and placed on in-house system or equivalent for, functional testing and failed to provide a video due to an electrical or communication, failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message check endoscope cable connection/endoscope self - test, failed. The endoscope was tested and placed on in-house system or equivalent for, functional testing and failed to provide a video due to an electrical or communication, failure. The endoscope was plugged on in-house system or equivalent and provided color, bars in both eyes. The component has a broken or detached piece in a location that could, potentially fall into the patient the endoscope was visually inspected and found with, mechanical damage to the scope¿s distal tip. The endoscope was visually inspected and, found with cosmetic damage. During inspection of the endoscope cable integrated, connector, the cable integrated connector housing exhibited discoloration. A visual, inspection confirmed. The cable integrated connector paddleboard exhibited mechanical, damages such as scratch marks, indentations or broken or missing pieces located at cable, proximal end. The endoscope was visually inspected and found with minor cut to the cable, insulation. The damage was located at zone a near integrated connector of the endoscope, cable. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The complaint was confirmed by failure, analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).